Event description:
Ventilator alarmed during the night. Pt discovered in respiratory distress. Tracheostomy tube replaced. Removed tube found to be broken at proximal end just below swivel and external to pt. Pt recovered immediately after tube replacement. No sequaelae.